Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading during emergency room visit was 600+ mg/dl. The customer stated that she felt weird and her blood glucose kept going up. The customer took insulin and her blood glucose started to come down. The customer was not seen by her health care provider. The customer was advised to speak with helpline for further issues.